Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that during the implantation procedure, the patient's impedances were all normal. Once the patient was taken off the table, the impedances were tested again and the 8-15 lead was showing greater than 10,000 ohms across the board. The manufacturing representative tried it at 3v and everything showed greater than 40,000 ohms except 0 and 8 showed 2149 ohms. It was further reported that they went back into the operating room after the x-ray showed the lead had pulled out of the header. The issue was resolved. The indications for use include spinal pain. If additional information is received, a supplemental report will be sent.